Event description:
Country of complaint: (B)(6). Some closed racepacks have the needle detached. Others the needled is detached from the thread when passing through the tissue.

Manufacturer narrative:
Manufacturing site evaluation: samples received: 43 unopened and 6 opened racepacks. There are previous complaints of this code batch. Some (B)(4) units of this code batch were manufactured and distributed, there are no units in our available. We have received 43 closed samples and 6 open samples with the needle detached from the thread and the thread is still wound on the pack. Needle attachment of the closed samples received was tested and the results do not fulfill the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled OEM requirements. Corrective/preventive actions: this complaint will be included in the analysis of trending, and corrective action will be open if applies.